Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. And 139 mg/dl. Customer also stated that insulin pump had partial display and also had many lines across screen. Customer was assisted for troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with vertical black lines and a faded display due to a crack in the circuitry to the right of the lcd controller and below the lcd screen itself. Unable to perform displacement and self tests due to display anomaly.